Manufacturer narrative:
Device evaluation: one cadd medication cassette along with an extension set with an unknown part and lot number were returned for analysis in used condition without original packaging. Visual inspection of the device showed no discrepancies. Functional testing involved accuracy testing and no discrepancies were detected. The device successfully passed the accuracy test. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths cadd® medication cassette has caused under delivery. It has been noted that a percent of the volume always remains after infusion stops. The patient did not receive prescribed amount of medication but there was no reported serious injury to the patient.